Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the delivery tube came off. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the tension spring assembly was inside the delivery tube, which was detached from the hub. The seal was outside of the tube and was intact. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "delivery tube detached" was confirmed. (B)(4).